Event description:
Novasure device had vacuum problem and would not enable and perform ablation. A new device was opened and worked without issue.the patient was not hurt and finished procedure without incident.